Event description:
To summarize this event, the patient's asd was measured to stop-flow at 20-22mm, so a 24mm amplatzer septal occluder (aso) was selected and deployed uneventfully, however, difficulties were experienced deploying the left atrial (la) disc. An echocardiogram evaluation was performed while the device was still attached to the cable and a good position was confirmed without interference of the mitral or pulmonary valve or the coronary sinus. The push-pull maneuver was performed and the device was released from the cable. After three cardiac cycles, the device embolized to the la. The patient was stable and the decision was made to proceed to cardiac surgery, as the la disc diameter was as large as the length of the septum. The device was surgically removed and the asd was closed.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.